Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, error e226 was caused by a leak at the scope connector. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). Based on the results of the investigation, error e226 was caused by a leak at the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an e216 scope communication error. It is unknown when the issue occurred. There were no reports of patient harm.